Manufacturer narrative:
The astral device was returned to a third party service center for evaluation. The main circuit board will be replaced to address the issue. The device will be tested before it is returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient involvement reported.